Event description:
The pt slipped on the kitchen floor in 11/2003. The neurostimulator did not work as well after the pt slipped. Lumber spine x-ray revealed partial withdrawal of lead from t10-t11 to l1-l2. Lead revision was performed in 2003. The pt went to the emergency room a mo later with complaints of a swollen abdomen and yellow green drainage from incision line in the back. Wound cultures showed staphylococcus aureus. The pt was treated with keflex by the ER physician. Antibiotic therapy was later changed to cipro after consultation with implant physician. The lead and the abdominal generator were explanted 15 days later. No further drainage was noted ten days later. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.